Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead had dislodged. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.